Event description:
The pt fell post-op in the hospital room and tore the posterior cruciate ligament. The tibial insert was found to be unstable and removed. The patellar component was also removed at this time as a precaution.

Manufacturer narrative:
Summary of evaluation: the devices could not be evaluated, as they have not been returned to howmedica but rather have been retained by the patient. The info provided indicates that the cause of this event is a post op fall in which the patient tore the pcl. This event is therefore not device related.